Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this device failed to exit storage mode as expected. The physician connected both leads, positioned the device in the pocket, however no pacing stimulation was observed. All lead connections were rechecked and the device repositioned within the pocket however the issue failed to resolve. The old device was then reconnected to check for pacing pulses, at which time lead stimulation appeared to be working correctly. Additionally, leads were tested through the pacing system analyzer and again normal function was observed. The physician elected to interrogate the attempted implant device and programmer the lead configuration to unipolar and turn the device on, all prior to lead reconnection. It was at this time, the device worked as intended with proper stimulation when placed into the pocket. The procedure was completed with no resulting adverse patient effects and data was sent for a technical services (ts) review. Ts stated there were no diagnostic indications of a device issue. This devices auto lead detect feature is not available for review from the save to disk information that was received. However ts was able to conclude normal post-implant operation via lead diagnostics and concluded there appeared to be no device anomalies. To date, the device remains implanted and in service with no further complications and on a normal follow-up schedule.